Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, sterilization, in-process, or final inspection process.

Manufacturer narrative:
The lot number was not provided so a batch review of the finished good lot and components could not be reviewed at this time. The needle is an ethicon device the actual device or magnified photos were not returned for review. If samples or photos become available at a later time, they will be reviewed and tested and the results will be included in the file. A follow-up report will be submitted at that time. A potential root cause for a needle detaching when slightly tugged during a procedure could be that the suture was not fully inserted within the end of the needle during the manufacturing process. It¿s also possible the device(s) are being grasped on or near the swaged end, damaging the suture, allowing it to break free from the needle component. A broken needle can occur if gripped with needle holders, forceps, or some type of surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. Without reviewing the finished good lot number to review manufacturing records and retained samples, receiving the actual reported device for review, receiving magnified photos of the actual device, receiving a third party evaluation report or receiving detailed information regarding the exact failure or event that occurred, preoperative preparation of the device, tools utilized to grasp the device, details of the procedure performed, or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
The distributor report listed the following, loose needle tip at suture point. It also stated the failure as breakage needle. A clear explanation of the failure or event was not disclosed. No other details could be obtained.